Event description:
It was reported that this patient experienced atrial fibrillation (afib) which was incorrectly sensed as a ventricular tachycardia (vt) event. The patient subsequently received inappropriate anti-tachycardia pacing (atp) and two shocks. In 2022, the patient received an additional inappropriate shock and was hospitalized. The physician elected to alter the patient's medication to better control the afib. At this time, the system remains implanted and no additional adverse patient effects were reported.